Manufacturer narrative:
H3: the solitaire fr4-4-40-10 pusher wire and phenom 21 catheter were returned for analysis. The rest of the solitaire pusher wire and stent were not returned and remained in the patient. The solitaire fr4-4-40-10 pusher wire was broken at 189.0cm from the proximal end of the pusher wire. The pusher wire kinked at ~7.3cm from the broken end. The phenom 21 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. The solitaire fr4-4-40-10 pusher wire broken end was sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that the broken end exhibits evidence of dimple rupture features, consistent with a tension overload failure. The phenom 21 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and found to be patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub and tip without issues. Based on the reported information and device analysis, the customer¿s ¿pushwire break/separation¿ report was confirmed, as the returned solitaire fr4-4-40-10 pusher wire was broken at 189.0cm from the proximal end of the pusher wire. The broken end failed via tension overload. Possible causes of the damage include vessel tortuosity, delivery/retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking, presence of pre-existing stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the catheter with the proximal end of the solitaire device, or removal of the catheter prior to retrieval of the solitaire device. In this event, the customer stated that the vessel's tortuosity was moderate and that no passes were made. In addition, the patient had no vessel stenosis proximal to the thrombus, and the clot characteristics were considered standard, which rules out vessel tortuosity, a higher number of device passes, hard clots/thrombus entanglement with overbending during retraction, or pre-existing stenosis or calcified plaque as possible causes. It could not be determined if there were any catheter integrity issues with the (penumbra) red 74 catheter, as an analysis could not be performed. It was reported that the phenom 21 catheter was completely removed. Therefore, delivery/retrieval friction, guide/balloon catheters, or intermediate catheter integrity issues, such as kinking, failure to align the catheter with the proximal end of the solitaire device, or premature catheter removal before retrieval of the solitaire device, could have contributed to the reported separation. In addition, the solitaire pusher wire can be damaged (kinked) if advanced against resistance. Possible causes of resistance include a lack of continuous saline/heparinized saline flush during the procedure. In this event, the customer stated that a continuous saline flush was administered and maintained, which rules out a lack of continuous saline/heparinized saline flush during the procedure as a possible cause. Therefore, the cause of the resistance could not be determined. There was no complaint against the returned phenom 21 catheter. Additionally, no damage was found with the returned phenom 21 catheter, and no issues were encountered during the device testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's vessel tortuosity was moderate. It was stated that there was no recovering and that the patient did not experience any additional symptoms or complications related to the separation. There was no attempts or plan to retrieve the fragment of the solitaire. The patient's baseline score was nihss 23. It was also stated the patient's nihss score was 13. The microcatheter used in the event was a phenom 21. It was stated there was no specific resistance with the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. Zero passes were made with the solitaire prior to the separation. The solitaire was not torqued or repositioned during delivery or retrieval, and there was no vessel stenosis proximal to the thrombus site. After the stent was set up, the phenom 21 microcatheter was completely removed. At the moment the solitaire served as an anchor for the aspiration catheter (red 74). This one attempted to be mounted and it was at this moment that the pu sher broke. The characteristics of the clot were said to be standard. The solitaire was located at the m1, m2 junction.

Manufacturer narrative:
B2. No patient or intervention information was provided in the reported information but the event is conservatively reported as serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report a solitaire x stent retriever pushwire broke at the distal segment. It was noted that the solitaire and all accessory devices were prepared as indicated in the instructions for use (IFU). The solitaire had experienced resistance and the separated. The distal 10cm of the pushwire and the solitaire stent remained in the patient.